Event description:
Surgeon pressed the foot pedal on the arthroscopic shaver and there was no function. The nurse unplugged the hand piece and foot pedal from the arthroscopic shaver power control unit and plugged them back in. The foot pedal was again tested and the shaver did not function. The nurse turned the power control unit off and back on again and at that time, the shaver control unit made a popping noise and the display went blank